Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that while performing a threshold test when the patient was in the emergency room, the emergency room staff was unable to end the test. It was noted that the paper on the electrogram (egm) recorder was running the entire time, thus it was believed telemetry was established. The programmer was not responding to the command of end test after over forty times. The threshold test did not end for 20 seconds and brought the threshold down to 1 volt. The patient had an underlying rhythm of 20 to 30 beats per minute and was laying down. The patient reported feeling weird, but did not experience syncope. Boston scientific technical services (ts) was consulted and discussed that it still may have been a telemetry issue. It was unknown why the patient presented to the emergency room. The programmer will be returned. No adverse patient effects were reported and the cardiac resynchronization therapy defibrillator (crt-d) remains in service.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The programmer was used to interrogate multiple pulse generators and several threshold tests were completed. The test was successfully ended each time by depressing the button on the screen. Visual examination identified dents and gouges in the touch screen. The dents appear consistent with the use of a stylus. The gouges appeared to have been induced by something sharp. Although the reported clinical observation could not be replicated in the laboratory setting, it is suspected the damage to the touch screen may have impacted the ability to end the threshold test. It was noted that while the touch screen was being calibrated, the screen stopped responding further supporting the suspicion that touch screen damage contributed to the clinical observations. The touch screen was replaced and calibrated. No further issues were noted. Additional testing of the programmer noted some physical damage to other areas of the programmer, as a result of removing a paper jam. The damaged parts were replaced.